Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose level was between 56-70 mg/dl. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting; however, no response was received.